Manufacturer narrative:
The service evaluation confirmed the customers reported issue as the insertion tube is deformed/dented causing restriction in the instrument channel. The coating of the insertion tube was found peeling off. Additionally, the scope failed the air/water leak test due to holes in the instrument channel and at the bending section cover. There is an abnormal angle from the bending section. There is image and light guide bundle breakage with excessive black dots in the field of view. The image is blurry. The bending section shape and cover are abnormal/deformed. Also, there are cosmetic scratches on the following: the eyepiece, the grip, the angulation lever, the up/down plate and the control grip. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, the cause can potentially be due to stress, external factors and or handling. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned to the olympus service department for a reported ¿insertion part dent¿. The reported problem was found during an unspecified event. No death, injury or harm was reported. Upon inspecting and testing, the coating of the insertion tube was found peeling off. This report is being submitted to capture the coating of the insertion tube peeling off.

Manufacturer narrative:
This report is being supplemented to notify that additional details have been requested regarding the reported event. At this time, no additional information has been provided. If new information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.